Event description:
Additional information received noting that the discomfort/pain is positional and possibly related to the patient's weight loss. The surgical intervention being taken is for patient comfort and to replace the patient's depleted battery.

Event description:
It was reported that the patient is experiencing discomfort and pain at the vns site when sleeping and if any pressure is on the area. The patient was referred for a generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.